Event description:
Healthcare professional reported "cc, silicone granuloma, lymph node, small peri-implant seroma". Diagnosed via us. This record is for he right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy, seroma, granuloma and capsular contracture grade 3 are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma, granuloma and capsular contracture grade 3.

Manufacturer narrative:
Clarification to b5 description of event, h6 adverse event problem, and h10 related report numbers: the events noted in the initial medwatch did not occur to the device in this record. The healthcare professional's initial report contained information which combined events for the patient's left side device explanted in 2024 and previous right side device explanted in 2017. Healthcare professional has since confirmed that there was no complaint against the right side device explanted in 2024 (captured in this record). The events have been reviewed by abbvie medical safety and reported as needed in mrn 9617229-2025-11502 and mrn 9617229-2025-11455. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported right side no complaint against the device. Device was explanted and replaced.